Event description:
Pst vacutainer tube used for venipuncture. Test results for potassium 22.4 and 23.0 mmol/l and calcium >20 mmol/l for each-were questioned and within normal range when repeated on another sample.